Event description:
A home patient reports that while getting up to use the bathroom during apd therapy with the homechoice system, hp accidently stepped on the patient line tubing of their homechoice set and it separated from their minicap transfer set. Fluid was leaking from the exposed transfer set. The spouse of the home patient then called baxter's technical service center to report the problem and the baxter operational support representative requested the spouse clamp off the transfer set tubing and contact their healthcare professional. The patient went to the ER where a temporary cap was placed on the transfer set and prophylactic antibiotics were administered. The next morning, the patient's dialysis rn came to their home and performed a transfer set change. The rn reports the patient had been disoriented prior to the incident and is currently receiving medication to address this. Per rn, no patient injury resulted from the incident and the patient noted no problems with the transfer set prior to the event.